Event description:
A nasal cannula oxygen tubing was placed on an anesthetized patient. The anesthesia provider noticed a decrease in the patient's oxygen saturation level. After troubleshooting, the crna determined that the salter adult end tidal carbon dioxide (etco2)/oxygen divided cannula had a defect that was not allowing oxygen to be delivered to the patient.